Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign body in the light guide lever. In addition, the endoscope was soaked in liquid and black water was flowing out and the scope connector was crystallized. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the presence of an inappropriate material. The cause of this event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.